Event description:
It was reported that the device reached early elective replacement indicator (eri) in three years and four months. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event. 2013 (B)(6). It was also reported that the left ventricular (lv) lead had high pacing threshold. Therefore the lv lead was capped and replaced with a new lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) tissue valve 1996 (B)(6); 4074 implantable pacing lead 2006 (B)(6); 4076 implantable pacing lead 2006 (B)(6); 6947 implantable tachy lead 2009 (B)(6). (B)(4).